Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Contact changed the infusion set multiple times and after the cartridge was removed and reinstalled, the alarm cleared. Customer's blood glucose was 258 mg/dl.